Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an ar-8935-16, with batch number 15452495, revealed that the screw was damaged. Therefore, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to prying/leveraging the screw during insertion. Dfu-0125-eo revision 7: 4. Damage to the driver or screw may result from failure to seat the driver fully into the screw or to align the driver properly with the screw. Use solid driver as opposed to a cannulated driver for screw removal.

Event description:
On 09/15/2025, a sales representative reported via email that during an ankle fracture procedure performed on (B)(6) 2025, the head of an ar-8935-16 non-locking low profile screw broke off while being inserted into a plate. The surgeon elected to leave the headless screw in place and proceeded with the procedure. The detached portion of the screw was not located or removed. Additional information was received on 09/19/2025: the head of the screw broke off while being inserted into an ar-9943t-10 locking third tubular plate, 10 hole. The nurse set aside the broken screw head, and the surgeon proceeded with the procedure by using the next hole in the plate, leaving the broken headless screw in place. The case was not delayed, and no additional anesthesia was administered. An ar-8943-30 drill bit, 2.5 mm, was used to prepare the bone socket for implant insertion. The patient's bone quality was reported as good.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.